Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient expired on (B)(6) 2017. Due to hospital policy, no other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2017. The patient's cause of death was not reported, and no further information was provided due to the customer's internal policy. The device reportedly operated as intended. (B)(4) was not returned for evaluation. The heartmate ii lvas IFU rev. C is currently available. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 10 jan 2014. No further information was provided. The manufacturer is closing the file on this event.